Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs'), uterine perforation ('perforation of the uterus, fallopian tubes and other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of the uterus, fallopian tubes or other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / physical pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted (lot no. A90483). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, fibromyalgia, penicillin allergy, depression, asthma, hypothyroidism, vasovagal reaction, vaginal discharge, cramp in lower abdomen, amenorrhea, multi gravida and parity 3 (culminated in the delivery of healthy infants). Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as endometriosis, light headedness, headache, hot flashes, endometriosis, dyspareunia, pelvic discomfort, menorrhagia, vaginal itching, gastroenteritis and diarrhoea. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils and on (B)(6) 2015 novasure endometrial ablation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2024: there is opacification of the right cornea with partial opacification of the left cornea containing a few tiny round filling defects likely small air bubbles. No contrast is identified opacifying either the right or left fallopian tube. The proximal metallic marker on the right essure wire appears located at the tip of the cornea. The proximal metallic marker of the left essure wire is located near the tip of the cornea. Endometrial cavity contour appears within normal limits. Patient underwent an uncomplicated hsg. The fallopian tubes were confirmed to be bilaterally completely occluded [pathology test] on (B)(6) 2016: clinical data: specimen submitted: fallopian tubes, right and left diagnosis: bilateral fallopian tubes with essure coils gross description: bilateral fallopian tubes: the specimen consists of two segments of fallopian tube with fimbriated end. The first one is approximately 7 cm in length and the lumen contains a white coiled metallic object. Representative sections are in la. The second segment of fallopian tube with fimbriated end is 8. 5 cm in length and it also has a metallic coiled object in the lumen; on (B)(6) 2020: specimen submitted: uterus and cervix, and bilateral ovaries diagnosis: uterus (with cervix), bilateral ovaries; total laparoscopic hysterectomy bilateral oophorectomy: endometrium with changes consistent with previous ablation unremarkable cervix and ovaries [ultrasound pelvis] on (B)(6) 2015: the uterus is normal in size with a normal appearing endometrial echo complex measuring 5 mm. There is an essure device noted within the left adnexal region. Ovaries are well visualized bilaterally and normal. No solid adnexal lesions or free fluid within the lower pelvis. The most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. Lot number added. Lab data including (surgical pathology report) added. Medial history, concomitant condition's were added. Patient information updated. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / physical pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted (lot no. A90483). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, fibromyalgia, penicillin allergy, depression, asthma, hypothyroidism, vasovagal reaction, vaginal discharge, cramp in lower abdomen, amenorrhea, multi gravida and parity 3 (culminated in the delivery of healthy infants). Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as endometriosis, light headedness, headache, hot flashes, endometriosis, dyspareunia, pelvic discomfort, menorrhagia, vaginal itching, gastroenteritis and diarrhoea. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression").essure was removed on (B)(6) 2016. The patient was treated with surgery (bilateral salpingectomy, removal of essure coils and on (B)(6) 2015 novasure endometrial ablation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2024: there is opacification of the right cornea with partial opacification of the left cornea containing a few tiny round filling defects likely small air bubbles. No contrast is identified opacifying either the right or left fallopian tube. The proximal metallic marker on the right essure wire appears located at the tip of the cornea. The proximal metallic marker of the left essure wire is located near the tip of the cornea. Endometrial cavity contour appears within normal limits. Patient underwent an uncomplicated hsg. The fallopian tubes were confirmed to be bilaterally completely occluded [pathology test] on (B)(6) 2016: clinical data: specimen submitted: fallopian tubes, right and left diagnosis: bilateral fallopian tubes with essure coils gross description: bilateral fallopian tubes: the specimen consists of two segments of fallopian tube with fimbriated end. The first one is approximately 7 cm in length and the lumen contains a white coiled metallic object. Representative sections are in la. The second segment of fallopian tube with fimbriated end is 8. 5 cm in length and it also has a metallic coiled object in the lumen; on (B)(6) 2020: specimen submitted: uterus and cervix, and bilateral ovaries diagnosis: uterus (with cervix), bilateral ovaries; total laparoscopic hysterectomy bilateral oophorectomy: endometrium with changes consistent with previous ablation unremarkable cervix and ovaries [ultrasound pelvis] on (B)(6) 2015: the uterus is normal in size with a normal appearing endometrial echo complex measuring 5 mm. There is an essure device noted within the left adnexal region. Ovaries are well visualized bilaterally and normal. No solid adnexal lesions or free fluid within the lower pelvis lot number: a90483 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs'), uterine perforation ('perforation of the uterus, fallopian tubes and other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of the uterus, fallopian tubes or other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, as set out in paragraph 37 above, despite the surgical removal of the essure devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.